Event description:
A customer in the united states notified biomérieux of obtaining a false negative result while testing a patient blood sample with the bact/alert® fa plus blood culture bottle (ref. 410851, lot 4053762) and the bact/laert 3d system. The customer stated the bottle was incubated for five (5) days and did not flag positive; however, when the bottle was unloaded the sensor was yellow indicating a positive bottle. The bottle was sub cultured and grew colonies of yeast; the yeast was identified as candida albicans via vitek® ms. The customer confirmed there was a thirteen-hour delay between when specimen was collected and loaded. However, the customer could not confirm if the laboratory staff inspected the bottle for signs of positivity prior to loading as directed in the instructions for use (IFU) for delayed bottle entry. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
An internal biomérieux investigation was performed following a customer report of a false negative result when testing blood culture using the bact/alert® fa plus blood culture bottle (ref. (B)(4), lot 4053762 ). The customer indicated it is unknown if the bottle sensor was inspected prior to loading due to new personnel working in the laboratory. The bact/alert ® fa plus instructions for use states in the section of "limitations of the test" fastidious microorganisms may not produce sufficient carbon dioxide to be determined positive. The package insert also alerts the customer in the "laboratory procedure" section that negative bottles may be checked by smear or subculture before being discarded as negative. The customer did not provide bottle graphs of the implicated test nor the data backup requested by biomérieux for further evaluation. Therefore, the root cause of the false negative could not be determined.